Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, mild paravalvular leak (pvl) was noted. A post-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic balloon. Echocardiogram showed severe central aortic regurgitation. It was reported that one of the valve leaflets was damaged. Subsequently, a non-medtronic valve was successfully implanted valve-in-valve without complication and provided a good result. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the native annulus was moderately-severely calcified with a mean diameter of 27.1 mm. It was reported that a pre-implant balloon aortic valvuloplasty (bav) was performed prior to attempting the valve implant. The final implant depth of the valve was reported to be 8-10 mm on the non-coronary cusp with parallax noted.